Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause was attributed to a component failure. An additional observation related to the customer reported complaint was also identified. Upon visual inspection, the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The damage appear to be aligned with the insulation damage on the conductor wire. The insulation damage observed on the conductor wire is likely related to the scratch marks/abrasions observed on the bipolar yaw pulley. The root cause is typically attributed to user mishandling/misuse. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 5 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was found that after to a da vinci-assisted gastrectomy (distal) surgical procedure, the cable of the maryland bipolar forceps was found to be frayed. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.